Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results via wife. Expected fasting blood glucose test result range is 101 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood glucose results via wife. Expected fasting blood glucose test result range is 101 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 06/13/2015. Recall test results performed fasting from meter memory (date / time not set): 1: 91 mg/dl (B)(6) 2015 08:48pm, 2: 119 mg/dl (B)(6) 2015 07:07pm, 3: 157 mg/dl (B)(6) 2015 03:29pm, 4: 126 mg/dl (B)(6) 2015 01:33pm, 5: 205 mg/dl (B)(6) 2015 12:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.